Event description:
During a programming appointment on (B)(6) 2020 the clinic noted changes in the telemetry impedances in the left ear. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2020-00516. For further information please refer to this report.